Manufacturer narrative:
No product was returned for investigation. We will record this event in a database to monitor future occurrences.

Event description:
It was reported that the customer complains that leakage of bodily fluid from the needle is sometimes observed when he uses a 17g epidural needle with an 18g catheter. No patient injury.

Manufacturer narrative:
Corrected data: manufacture date is unknown (updated h4).

Manufacturer narrative:
Corrected data: manufacture date is unknown (updated h4).